Event description:
Peg tube placed in 2004. Tube exchanged in surgery clinic and contrast study revealed the tube was in the peritoneal cavity. Brought to operating room urgently for repair. "There is disruption of the lateral 40% of the gastrostomy tract. The stomach was slightly angulated and I suspect that the peg tube tract was at a slight lateral-to-medial angulation. This led to disruption of the tract along the lateral margin with an attempt at replacement of the tube...sized the gastrostomy tract and place a 1.5 length 14-french mic-key button... Pex the stomach to the abdominal wall in the lateral margin. The medial margin was intact." No immediate or later complications reported.